Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date was unavailable as a valid lot number was not provided. No parts have been received by the manufacturer for evaluation. Device not returned.

Event description:
A medtronic representative reported that a spine driver was toggling. The issue was discovered during instrument testing, no patient was present.